Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin. The caller alleged the device was over delivering insulin, which resulted in low blood glucose levels. It was reported that the patient was admitted into the hospital on august 21 st and august 23 rd due to hypoglycemia. A blood glucose result of 1.2 mmol/l was reported. The mother assisted the patient with treatment, however the type of treatment provided was unknown. For each event, the patient was transported to the hospital by his mother. During each event, the hospital treated the patient with IV drip therapy. The patient did not lose consciousness with either event. The blood glucose results obtained at the hospital were not provided. It is unknown how long the patient was hospitalized for each event.